Manufacturer narrative:
Evaluation of the patient data was not possible as the customer did not provide any patient data. The manufacturer concluded that there is no indication of a malfunction of the zeiss device, which could have contributed to the poor outcomes. A number of factors not related to the iolmaster may have influenced the surgical outcome. Not all are controlled by the manufacturer. The user manual describes in detail how to perform intraocular lens measurements and calculations and contains warnings about relevant parameters. Descriptions of changes: field g1-2: updated contact office information field g7: updated to "follow-up #: 1" field h2: selected "device evaluation" field h3: selected evaluation summary attached. Field h6: added type of investigation code "10". Updated investigation findings to "213" . Updated investigation conclusions to "4315" field h10: added manufacturer narrative. Added descriptions of changes

Event description:
A health care professional (hcp) reported that there had been an incorrect surgical result after using the iolmaster 500 for the biometry measurements and lens power calculations. The hcp reported that a lens exchange was performed to correct the patient's vision.